Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: g3 of the initial medwatch is being corrected to 07 mar, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the foreign material found in the air/water cylinder and the air/water tube could not be determined. There was no damage to the area where the foreign materials were detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Additionally, the stain inside the light guide lens was most likely due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around light guide lens peeled off and moisture entered light guide lens and corroded. The event " air/water cylinder had foreign material" and "air/water tube had foreign material" can be detected/prevented by following the instructions for use which state: IFU: tjf-q190v operation manual chapter 3 preparation and inspection states how to detect the events. IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. The event " inside of lg-lens had stain" can be detected by following the instructions for use which state: IFU: tjf-q190v operation manual 3.3 inspection of the endoscope states how to detect the event. Olympus will continue to monitor field performance for this device.

Event description:
The foreign material was found in the air/water cylinder and air/water tube. Additionally, there was a stain inside of the light guide lens.